Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was insufficient blood flow.

Manufacturer narrative:
H.6 investigation summary material #: 367284 lot/batch #: 23k02t2 bd had not received samples, but 1 photo was provided for investigation. The photo shows the device packaging, confirming the lot number. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and another 5 retention samples by functional draw testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was insufficient blood flow.